Event description:
Tissue expander implants dated with sterilization date, and no identifiable expiration date. The assistant manager of the or contacted the manufacturer, and did not receive a clear answer. The quality assurance department of the manufacturer contacted, and a four year guarantee was given for sterility verbally.